Event description:
It was reported that during central processing, the rubber was burned on the mayland bipolar forceps instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "burned rubber." The instrument was found to have charring and localized melting at the base of the grips on the exterior of the yaw pulley. The instrument passed the electrical continuity test. No damage was found to the conductor wire or insulation. No additional damage was found on the instrument. The instrument has 5 uses remaining. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.